Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp for further eval following the event and will continue wearing the lifevest. Device eval was accomplished through a review pf the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): reuse; electrode belt (B)(4): 06/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Non-sustained ventricular tachycardia at 216 bpm contributed to the false detection. The pt was at home at the time of the event. The pt was conscious at the time of the event. There was no reported witnesses to the treatment event. A review of the downloaded data confirms that the response buttons were only pressed intermittently after the treatment was delivered. The pt went to the hosp for further eval following the event and will continue wearing the lifevest